Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. During the appointment, the patient underwent an MRI scan. Following the scan, it was observed the implantable cardioverter defibrillator was in backup vvi. The clinician believed the device was properly in MRI mode prior to the scan. The device was restored successfully. The patient was stable.